Manufacturer narrative:
Device evaluation: the lens was returned in a microcentrifuge vial with moisture on the lens. Visual inspection found the haptic torn on the lens. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6,-17.50/2.5/091 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged for a longer length lens due to lens rotation not associated to a low vault. This exchange resolved the problem.